Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 570 mg/dl that was addressed with a manual correction injection. Reportedly, customer had manually suspended insulin and inadvertently did not resume insulin despite receiving a resume pump alarm. During troubleshooting with tandem technical support, customer successfully resumed insulin delivery.